Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose values, as high as 558 mg/dl. The customer stated that the issue was resolved with a change of an infusion set. The customer declined completion of the high blood glucose troubleshooting with the helpline. The customer was advised to call the helpline immediately the next time issues occurred. No further information was provided.